Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro started glowing red and smoking in the pt's leg. It was immediately taken out and replaced with another hemopro. The replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.